Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 31g 5mm experienced no label or missing label information. The following information was provided by the initial reporter: consumer called to inquire about expiration on bd syringes with a copyright date of 2008. Consumer stated that the syringes were donated to her and there is no expiration date on the box. Lot #: 9280788 catalog #: 320882.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 31g 5mm experienced no label or missing label information. The following information was provided by the initial reporter: consumer called to inquire about expiration on bd syringes with a copyright date of 2008. Consumer stated that the syringes were donated to her and there is no expiration date on the box. Lot #: 9280788, catalog #: 320882.